Event description:
The home patient (hp) stated that on (B)(6) 2011 they had a system error 2240. The hp stated they did not call the technical center regarding these alarms and did not inform their registered nurse (rn). The hp was informed to let their rn know they had a system error 2240 occurred. The hp stated the alarm occurred while they were connected and that they just ended therapy. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, they did not receive any injury or medical intervention as a result of this incident. The hp stated that they were doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).